Event description:
Follow-up noted vitrectomy performed. Vitreous body irrigation has been performed two times. Slight improvement in sight, sees hand motion. No assessment possible regarding the retina due to choroidal detachment.